Event description:
It was reported that a patient inquired about longevity and battery voltage at elective replacement indicator (eri) and beginning voltage. The patient also indicated that "device was faulty" and inquired about what happens if device battery depletes soon, about reimbursement for medical bills, pain and suffering, and travel, and also said "I've only had device less than 4 years". The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.